Manufacturer narrative:
(B)(4).

Event description:
It was reported "andnoticed blood backing up at the catheter's central lumen connection in the teleflex pressure tubing attachment(the short one with stopcock), but then noted that tubing was cracked and was separating at distal attachmentand leaking blood. [User] stated "someone may have used a kelly clamp on it," but other staff reporting tubing "easily separated on its own". Additional informaiton states to continue therapy the "pressure tubing connected directly to the central lumen". The patients current condition is unknown.

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "tubing was cracked" is confirmed based on the submitted photo. The product was not returned for investigation. The photo shows a broken luer end of the arterial pressure tubing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken luer of the ap tubing. The root cause of the complaint is undetermined. A potential cause is user related, where the ap connection is overtightened. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "andnoticed blood backing up at the catheter's central lumen connection in the teleflex pressure tubing attachment (the short one with stopcock), but then noted that tubing was cracked and was separating at distal "attachment and" leaking blood. [User] stated, "someone may have used a kelly clamp on it," but other staff reporting tubing "easily separated on its own". Additional "information" states to continue therapy the "pressure tubing connected directly to the central lumen". The patients current condition is unknown.